Event description:
In late 2008, this pt underwent endovascular repair of a descending thoracic aortic aneurysm using gore tag thoracic endoprosthesis. In 2009 (date unk), the f/u CT image showed contrast flowing into the aneurysm sac. The following month, digital subtraction angiography (dsa) revealed a slight type I endoleak and aneurysm enlargement. Six days later, the gore tag thoracic endoprosthesis was explanted and open repair was performed with a vascular graft. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.